Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR reports: 1627487-2011-04384, 04386 and 04387. The pt has two scs systems, including two ipgs (with different lot numbers). Both ipgs will be reported, since it is unclear which ipg is cervical. The pt received her cervical system on (B)(6) 2009, including two leads (with different lot numbers). It was reported the cervical system will not charge. The sjm rep met with the pt, and the pt reported she has not charged her cervical ipg in over a year. The pt stated she did not want a surgery, but if she did have one, she would want the leads repositioned for better coverage. The physician was working with the pt for the next course of action.